Manufacturer narrative:
Additional information was received that the event has resolved with residual effects.

Event description:
A report was received that post implant procedure the patient was experiencing abdominal distension and bloating. The symptoms are stimulation / device related. The patient was reprogrammed and the patient¿s medication was changed. The event has not resolved and the patient has not recovered.

Event description:
A report was received that post implant procedure the patient was experiencing abdominal distension and bloating. The symptoms are stimulation / device related. The patient was reprogrammed and the patient¿s medication was changed. The event has not resolved and the patient has not recovered.